Event description:
Customer reported, unit does not give an audible tone when removing the magnet. No other physical damage was reported by the customer. No pt incident or injury was reported. The customer did not know when this was discovered.

Manufacturer narrative:
Eval, results: eval of the returned unit found that the unit powers on but does not have an alarm sound. The warning label on the outside of the unit is torn and the plastic film over the battery diagram inside the battery compartment is peeling. Note: instructions for use state: the posy sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function proper;y, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).